Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. UDI not available for this system at time of filing. A manufacturer representative who was present at the site the day of the event, confirmed that the issue was caused by an emitter placement. The system is functioning as designed.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system would not track past the lateral canthus on the left side. The emitter was placed on the left side and moved around by the site to no success. The issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome, but navigation was aborted.